Event description:
It was reported that a balloon rupture occurred. The 100% stenosed target lesion was located in the moderately tortuous and severely calcified superficial femoral artery. A 6.00mm/2.0cm/135cm peripheral cutting balloon was selected for use. During the procedure, it was noted that the balloon ruptured at 6 atmospheres upon first inflation for 10 seconds. The device was removed without any problem and the procedure was completed with another of the same device. No complications reported and the patient is in good condition after the procedure.

Manufacturer narrative:
Initial reporter facility name- (B)(6) hospital. Initial reporter city- (B)(6).